Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units ECG waveform was not displayed on the display during periodic inspection. There was no patient harm reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units ECG waveform was not displayed on the display during periodic inspection.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the front end board. The iabp was returned to the customer. Maquet failure analysis and testing department(fat) received the front end board associated with this complaint. This part was received with a reported unit failure message of the ECG waveform was not displayed on screen. Performed visual inspection of this part received and part looks to be in good condition. Installed the front-end board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of ECG waveform not displaying on screen. Front end board passed testing. Retaining board in the fat dept, as per procedure.